Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned. Therefore, the analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. Potential causes for the difficulty removing the clip delivery system (cds) may include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to visualize the device in relation to the mitral valve) or manufacturing anomalies. With respect to the patient condition, procedural conditions and/or user technique, difficulty removing the cds may be influenced by morphology of the mitral valve, difficulties visualizing the clip during placement, excessive force or range of motion while manipulating the devices or excessive curves applied to the device by the user. Based on the information received, it is possible that the clip interacted with the patient anatomy (possibly the chordae) during cds removal, such that the clip became caught and therefore resulted in the difficulty to remove. Then once the clip had been freed, this likely resulted in the sudden movement of the system to the lateral position (device operates differently than expected); however, this cannot be confirmed. Although a definitive cause for the reported experience cannot be determined, there is no indication of a product quality deficiency associated with this device. A review of the device history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint-handling database identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This is submitted to report the resistance noted during removal of the clip delivery system (cds 40418u1/(B)(4)). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. The first clip delivery system (cds 40414u2/(B)(4)) was inserted into the steerable guiding catheter (sgc 10338515/(B)(4)) and advanced to the mitral valve. An attempt was made to steer the clip with m-knob, but the clip moved upward. The cds was retracted, but the clip became stuck on the tip of the sgc. The clip was freed, and removed from the anatomy. The grippers were noted to be bent; therefore, this cds was replaced. A new cds (40414u2/(B)(4)) was inserted into the same sgc, but the same movement was observed while turning the m-knob. The cds was removed, and it was found that the tip of the sgc was torn. A new sgc was used to continue the procedure. The cds (40414u2/(B)(4)) was re-advanced and the clip was deployed. The mr was reduced to 1-2. The next cds (40418u1/(B)(4)) was advanced to the mitral valve, but there was no sufficient mr reduction with the clip, so the clip was not deployed. During retraction of the cds, the clip became stuck, but it is unknown what the clip was stuck on. During an attempt to free the clip, it jumped very lateral in the height of the leaflets, and was freed. The cds was removed successfully. The patient was in a stable condition post-procedure and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant product: mitraclip system, steerable guide catheter, 1 implanted mitraclip (40414u2/(B)(4)). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The sgc (10338515/(B)(4)) and cds (40414u2/(B)(4)) referenced are being filed under separate medwatch reports.